Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient was having periods of asystole. It was noted it was unclear whether the issue was due to right ventricular (rv) lead or analyzer performance. It was also reported there were slightly high thresholds on the rv lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.